Event description:
After the right disc of 26mm amplatzer septal occluder (aso) was deployed, it was noticed the aso had detached from the delivery cable. Transesophageal echocardiogram (tee) was present for the entire procedure and confirmed that although the aso prematurely detached, the aso was appropriately seated and not impinging on any surrounding structures. The patient left the cath lab in stable condition. The following day,the patient became hemodynamically unstable and cardiac tamponade was suspected. The patient was taken to surgery and the aso was removed, fluid was evacuated, and the injury to the right atrial free wall near the junction of the aorta and the left atrium were repaired. The patient was stable and recovering post surgery. The surgeon stated that the patient had high risk factors, an insufficient retro-aortic rim, and was small. This was discussed with the patient and family and their decision was to attempt device closure.

Manufacturer narrative:
The amplatzer septal occluder associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred. (B)(4): not returned to sjm for analysis.